Manufacturer narrative:
Product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 7058891.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.